Manufacturer narrative:
A visual examination of the returned driver tip with the naked eye and under magnification was performed. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver (no metal fatigue observed). A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. No definitive conclusion can be drawn without additional information.

Event description:
During implantation of an aculoc 2 plate, the surgeon was tightening a screw with a driver. The driver tip broke off and remained in the screw head which was implanted in the patient.